Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, evidence of a mild increase in fluid volume, heterotopic ossification, pelvic fracture of the periprosthetic acetabulum, knee and ankle pain, swelling and stiffness, numbness of the right foot, foot fracture, lumbosacral radiculitis-sciatia, and leg length discrepancy was noted. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "undesirable shortening of limb. " and "periarticular calcification or ossification, with or without impediment of joint mobility. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07282 /-07283).